Manufacturer narrative:
The explanted screws have not returned for evaluation. The original surgery date is unknown. The identifying part/lot numbers were not provided; therefore, a review of the device history records could not be conducted. A root cause cannot be determined at this time. If additional information and/or the implants are received, a follow-up report will be submitted.

Event description:
A patient underwent revision surgery to remove a broken s2ai and s1 screw. A radiograph was provided which confirmed the event.